Event description:
It was reported that during follow-up, non-sustained noise on the ventricular channel was observed. All other electrical parameters were stable. The brady and tachy therapies were programmed off. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.